Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -2.5/+4.5/079 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6)2019. The surgeon reports refractive surprise. Reportedly, the lens remains implanted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - postoperative report stated patient's iop is stable and reports blurred vision. Claim#: (B)(4).